Manufacturer narrative:
In response to FDA report number mw5088617. A review of the device history record has been completed. No deviations or non-conformances noted. The events of delayed healing and wound dehiscence are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation due to "pain, muscle pain and aches, chest area painful, open wound for 15 months," and an "open wound." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "pain, muscle pain and aches, chest area painful, open wound for 15 months," and an "open wound." Patient additionally reported "fluid retention in legs, hands, feet chest, underarms, fatigue, depression, feeling sick, ill, gained weight, dry eyes, sensitive teeth, scars on lungs;" these events are not related to the device. This record is for the left side. Device has been explanted.